Event description:
It was reported that during a lavh, the device was not sealing the vessel. They had to convert to an open procedure because they could not stop the bleeding. The patient lost 700 cc of blood. No blood product was required. The procedure was completed using suture. No patient consequence reported and no complication expected.

Manufacturer narrative:
Information anticipated, but unavailable at this time.